Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in pact admiral dcb was used to treat the right mid sfa (r1). Approximately 7 months later the patient had right middle sfa restenosis (target lesion) and this was treated with pta of the target lesion and medication. The investigator and sponsor assessed that the event was not related to the device, procedure or therapy. The patient recovered.